Event description:
It was reported that a ventilator became inoperative during patient use. The patient was then transferred to another ventilator. There was no report of serious injury or death associated with this complaint.

Manufacturer narrative:
(B)(4). Covidien technical support troubleshot this issue with the customer over the phone and suggested that they perform a ground isolation test. If unit passed the ground isolation test the customer was instructed to run the unit for an additional 24 hours and to perform testing.

Manufacturer narrative:
(B)(4). The customer reported that they inspected the ventilator and the failure was not duplicated. The ventilator passes all testing and was placed back in service.